Manufacturer narrative:
(B)(4). Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and per the mammotome service manual performed service tests and found the lcd cable was causing the unit to have vertical lines on the display, and to correct this issue the analysis site replaced the lcd cable. The analysis site also performed preventive maintenance on the unit and found the vso was causing the unit to have inadequate vacuum regulation and to correct this issue the site replaced the vso. The site also replaced the rotation connection socket due to it was missing, and the u-handle was replaced due to the display assembly would not stay upright. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a breast biopsy the lcd screen is causing vertical lines and the image is diminishing during the biopsy. There have been no pt consequences reported.